Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2020, a patient (pt) in (B)(6) reported ou pain and a diagnosis of ou bacterial infection 6 years ago (2014) while wearing acuvue® 2® brand contact lenses. The eye care provider (ecp) prescribed an unknown eye drop, every 8 hours, and an unknown cream, nightly. The pt was not able to recall the exact duration of treatment, but believes it was for 15-20 days. The ecp contact information is not available. The pt reported sleeping in contact lenses and was advised by the ecp that the bacterial infection was due to poor contact lens hygiene. After the treatment concluded, the pt was able to successfully return to contact lens wear. No further information was provided. No additional medical information is expected to be received. This event is being filed as a worst-case event as we were unable to verify the pts diagnosis and treatment. This report is for the pts os event. The report for the pts od event will be filed in a separate report. The suspect lot number is unknown. The suspect contact lenses were discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.